Event description:
It was reported that a pump/gravity solution administration sets tubing disconnected from the drip chamber. This malfunction was observed to have occurred prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was received for evaluation. A visual inspection confirmed that the tubing was disconnected from the drip chamber. Upon closer inspection it was identified that the tubing was under inserted. It was determined that the malfunction was caused by the machine or equipment during manufacturing. A sensor to check for the under insertion of the tube to the chamber is already installed on the machine. This issue is being investigated through CAPA.